Event description:
As reported: ¿during a t2 phn surgery, the surgeon drilled all proximal screws incorrectly when using the t2 phn targeting device. The bonded connection between the metallic and carbon parts appears to be loose. Cracks are visibly present at the joint/interface. 30 min surgical delay.¿

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.